Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During visual inspection the battery was found to be damaged. The cause of the condition was unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.